Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. (B)(4). Summary of investigational findings: the reported allegations have been investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received a cook celect filter on (B)(6) 2008. Alleged perforation, migration and embedment". Per the CT (computed tomography) scan of the neck dated (B)(6) 2008, ¿inferior vena cava filter displaced into the right internal jugular vein at or just above the brachycephalic vein.¿ on (B)(6) 2008, CT of neck: ¿findings: adjacent the thyroid gland inferior to the clavicles at the level of the sternoclavicular joints within the right internal jugular vein is an inferior vena cava filter. The exact confluence of the subclavian and in internal jugular vein is not seen secondary to lack of intravenous contrast however it the inferior vena cava filter is very close to or at the confluence of the subclavian vein and internal jugular vein. Impression: inferior vena cava filter displaced into the right internal jugular vein at or just above the brachycephalic vein.¿ on (B)(6) 2008, x-ray of chest: ¿vascular filter along course of the right internal jugular vein.¿ on (B)(6) 2008, x-ray of neck: ¿findings: ivc filter is present in the base of the right neck with its tip at the level of c5-c6 disc space and its lower struts at the level of t1-2 disc space. Impression: ivc filter in the base of the right neck.¿ on (B)(6) 2008, attempted ivc filter retrieval operative report: ¿findings ivc filter with confluence of innominate vein and right internal jugular vein with strut, epithelialization requiring open exposure and internal jugular vein and retrieval of filter. Procedure: we identified the struts, as well as the incorporated neck of the ivc filter. This was incorporated in the wall. We then placed a snare of the hook of the ivc filter and performed retrieval of this filter with some difficulty. We then closed the venotomy with a running 5-0 prolene. The patient tolerated the procedure well and had no immediate complications correct specimen for ivc filter.¿ on (B)(6) 2009, CT of chest: ¿the portion of the abdomen imaged, including 12 mm right renal low density, suprarenal inferior vena cava filter, evidence of prior gastric bypass are stable.¿ on (B)(6) 2010, CT of chest: ¿an ivc filter is in place with apex at the level of the inferior intrahepatic ivc.¿ on (B)(6) 2010, CT of chest: ¿suprarenal ivc filter.¿ on (B)(6) 2011, ultrasound of abdomen: ¿ivc filter in place.¿ on (B)(6) 2011, CT of chest: ¿prior gastric surgery and ivc filter again noted.¿ on (B)(6) 2011, CT of chest: ¿inferior vena caval filter cephalad to the renal vein entry into the inferior vena cava.¿ patient outcome: unknown.